Event description:
Training for a new ventilator started on [redacted date]. All personnel using the ventilator had training prior to using. Elderly patient was placed on a new ventilator at 3:30 pm on [redacted date]. An abg [arterial blood gas] was taken at 6:36pm, the patient showing close to normal ph values. Night shift was trained and was given cards from the vendor trainers for any issues or questions. At 11pm changes to the vent were made based on a nomenclature misunderstanding. On the old ventilators p insp stood for inspiratory pressure (pressure given to give a breath) and p insp on the new vent stands for peak inspiratory. This was explained in training, but not so the night staff understood it firmly. Since the night staff started coming down in pressure based on the misunderstanding, the patient's volumes started to drop. Because of this, we believe this patient started to derecruit alveoli and decreasing the patients spo2 [saturation of peripheral oxygen]. At 3am, the staff decreased the pressure more based off the previous misperception which caused to oxygen to further decrease. The staff increased other oxygen recruitment settings and implemented oxygen recruiting patient positions which did improve oxygenation to an acceptable level. At 6am the rt [respiratory therapy] manager and supervisor came in and found the issue and made changes to the vent which completely normalized the patient's ph [potential of hydrogen] again. Upon further investigation we have found the definitions and abbreviations used by companies is inconsistent. Inspiratory pressure (pinsp or insp pres) is defined by some as the total pressure (pip or ptot) delivered to the patient during inspiration (driving pressure during the inhalation phase + positive end expiratory pressure (peep)). Some define this as the driving pressure during the inhalation only. Ventilator companies have adopted both meanings and a combination of different abbreviations that could easily be confused (especially when you have multiple different ventilator companies in your fleet). Manufacturer response for ventilator, nkv-550 (per site reporter). They are taking the issue back to the engineering and education departments at nihon kohden. Their training staff were informed, and their education was modified to include pointing out the nomenclature difference.